Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis information -- 2020-01-09 10:50:15 cst pli# 20 product ID# 3708660, serial number (B)(4): analysis identified that the outer insulation was melted; which is consistent with electrocautery use in the proximity of the extension. Analysis information -- 2020-01-09 12:17:56 cst pli# 30 product ID# 3708660, serial number (B)(4). Analysis found the returned device passed all testing in the laboratory and no anomalies were identified. Analysis information -- 2020-01-09 10:39:31 cst pli# 10 product ID# 37601 the returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's dual and dbs therapy indications. It was reported that the patient's ins and extensions were explanted today due to high/low impedance issues. The rep stated this was discovered on (B)(6) 2019, but that the rep wasn't notified until two days ago. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Product ID 3708660, serial# (B)(4), product type: extension. Product ID 3708660, serial# (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.